Event description:
The device was being used to administer pacing therapy to a pt with a bradycardic rhythm. Reportedly, every time the crew moved the pt pacing would stop and a connect electrodes prompt was observed. The pt was transported to the hosp with pulse and pressure.